Event description:
Report received from the USA stating that the device had damaged cable/cord/wiring. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of event is unknown. No additional information provided.

Manufacturer narrative:
The device was received by (B)(4). The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent.